Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received a shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) as he got out of bed. The device had been implanted three days earlier. After reviewing the episode, it was noted that there were multiple inappropriate shocks where therapy was exhausted. The physician reprogrammed the s-ICD from secondary to primary. A few days later the patient came in for follow-up where the noise was unable to be recreated so the sensing vector was reprogrammed back to secondary. Boston scientific technical services (ts) was consulted and upon review found the noise was related to possible air escaping from the seal plug or possible slightly loosened setscrew that can happen if there is any counterclockwise rotation of the torque wrench as it is being removed from the header. Shock impedance was in range and around 77 ohms. Ts recommended to review appropriate device connection and lead insertion under x-rays and consider monitoring this device in the next weeks in particular if still programmed in secondary vector despite no more noise is present. The s-ICD remains in service and no adverse patient effects were reported.